Event description:
The user was no longer able to hear with the device. Re-implantation was performed on (B)(6) 2021. During explantation bone growth was found over the reference electrode.

Manufacturer narrative:
Conclusion: based on the received information from the field, the reported decrease in performance seems to be related to the increased ground path impedance, which is very likely caused by bone growth around the reference electrode contacts. Reportedly bone growth over the reference electrode was observed at explantation surgery. Further coupling issues were reported, which are most likely caused by bone growth over the implant. To determine an exact root cause for the reported problem a device investigation of the explanted device would be necessary. The device was explanted but cannot be located in the clinic. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is no longer able to hear with the device.